Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that in (B)(6) 2019, the patient started experiencing a gradual onset of a zapping sensation, pain in the chest and difficulty moving their legs. They contacted a rep on march 26, 2019 and informed the rep they were on their way to the emergency room. It was noted the rep no longer lives in the same state as the patient, so they hadn't performed any impedance testing nor had any additional information at the time of the report. No further complications were reported or anticipated.